Event description:
It was reported that the user experienced difficulty pairing a dexcom g7 continuous glucose monitor (cgm) sensor to the ilet bionic pancreas due to entering an incorrect four-digit pairing code, which led to unsuccessful pairing and an alert indicating sensor run expiration approaching. Symptoms included impending loss of continuous glucose monitoring with no adverse clinical symptoms reported. Outcomes included temporary interruption risk to cgm data with no health impact. User support included guided troubleshooting and education to reenter the correct g7 pairing code, with instruction to allow time for successful pairing. Investigation of this case revealed user setup error leading to pairing failure, with the device otherwise functioning as designed once the correct sensor type and pairing code were entered. It was concluded, based on previously established findings for similar reports, that the cause was user error during setup.